Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. A boston scientific sales representative followed up with the patient and stated the first episode appears to have been accelerated from ventricular tachycardia (vt) to vf due to the anti-tachycardia pacing (atp). The physician decided to lower the sensitivity to 0.2mv, and turned off all atp therapies. The patient has recovered from her event and the hospital is planning to transfer her to another hospital for transplant evaluation. Additionally, they may change the patient's medications or perform defibrillation threshold testing (dft). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with ventricular fibrillation (vf) and was unconscious. External rescue was required. A review of the device data identified two events. Anti-tachycardia pacing (atp) and multiple shocks were delivered for the first event. After the fifth shock, the patient was still experiencing fine vf at which time undersensing and pacing was observed. The second event occurred when the patient was being externally shocked. The device delivered two more shocks and after the second shock, the rhythm was converted, pacing began and capture was confirmed. The patient was intubated and is being monitored. No additional adverse patient effects were reported.